Event description:
It was reported that during a coronary stenting treatment procedure, a deflation issue occurred. Access was obtained through the right femoral artery. The 3x16mm, 75% stenotic lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The physician deployed a 3.5x16mm promus element plus stent. It was then observed that the balloon did not deflate properly. The physician was unable to get it back into the guide catheter and it was very difficult withdrawing the stent delivery system. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, a deflation issue occurred. Access was obtained through the right femoral artery. The 3x16mm, 75% stenotic lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The physician deployed a 3.5x16mm promus element plus stent. It was then observed that the balloon did not deflate properly. The physician was unable to get it back into the guide catheter and it was very difficult withdrawing the stent delivery system. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: contact office name, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: visual examination of the returned device found that the stent delivery system (sds) was returned inside the guiding catheter with a guidewire in the lumen of the device. No stent was received for review. Microscopic examination of the balloon found that it had been inflated and now appeared fully deflated. There was a considerable quantity of contrast media inside the inflation lumen and balloon. Microscopic analysis of the balloon found no evidence of damage present. Several attempts were made to inflate the balloon but all attempts failed due to the condition of the returned unit. A further attempt was made to remove the sds from the guide catheter however this attempt failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).